Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported there was a burning or ¿hot¿ sensation at the implantable neurostimulator (ins) pocket site. There was a shocking or jolting sensation at the ins site and down their arms and hand, more so on the left arm and hand. The shocking/jolting sensation had started after the last adjustment and the date was unknown. The patient¿s voice was affected due to their disease and they were hard to understand. The patient was able to turn their ins off 3 days prior to report. Upon turning the ins off the ¿electrical shock¿ went away but not the burning sensation. The electrode impedances were in normal range. The group impedance was: left = 1079 ohms and right = 1134 ohms. The manufacturer representative saw the patient on the day of report and the patient was anxious to get their device turned back on as they had been without it for 3 days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient saw the neurologist and their device was turned up. The patient complained of paresthesia to their health care professional (hcp) however they were told it would go away and so the patient was kept at the new settings. They felt an overstimulation sensation and discomfort at the pocket site so the device was turned off on (B)(6) 2014. The patient was seen 3 days after their device was turned off and they still complained of discomfort at the pocket site and had a return of their dystonia with the device off. They wanted their device back on. The surgeon's decision was to leave the device off until the patient could see the neurologist and be titrated up to a comfortable level for the patient. One week later, all of the patient's adverse side effects had resolved however the surgeon would not turn the device back on and referred the patient back to the neurologist. The patient had a lack of effect due to the device being turned off. The doctor felt the patient was over exaggerating ab out the overstimulation and discomfort. The patient also had an anxiety disorder and so the doctor felt that was more of the issue, not the device or therapy.